Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump alarmed failed battery test due to corroded battery tube. We were unable to perform operating currents, self-test, error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify weak battery alarm or any alarm due to failed batt test alarm. No moisture damage on keypads, motor, vibrator, battery tube electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced moisture damage, blank display, weak battery and failed battery test. The customer's blood glucose value was 180 mg/dl. The customer stated that she removed the pump from her bra after a hike. The customer stated that the pump was exposed to sweat. The customer stated that she received battery alarms and blank display shortly after. The product was returned for analysis.